Manufacturer narrative:
Date sent to the FDA: 11/21/2024. Additional b5 narrative: it was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2014. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/18/2024 additional information: d1, d4 (catalog, expiration, primary UDI #), h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted adhesions and small intestine stuck to the old mesh that were dissected from the mesh. He could not determine definitely if the mesh was still fixed the fascial edge and resected the obvious free portion of the redundant mesh. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured in a separate file. No additional information is provided.